Manufacturer narrative:
Kassem sharif, md " gastric perforation after microwave ablation to adjacent hepatocellular lesion" acg case reports journal 2023;10:e01082. Doi:10.14309/crj.0000000000001082. Pages 1-4 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the literature, a case report described a 77-year-old patient with recurrent hepatocellular carcinoma, who underwent CT guided microwave ablation using the emprint hp device. A CT scan was done, revealing perforation of the anterior wall of the stomach near one of the target ablation sites on the left side of the liver. The patient underwent distal gastrectomy and roux-en- y bypass with slow improvement, until discharged. Laboratory tests indicated a high white blood cell count of 13.96 k/ml, with 75.0% neutrophils, and an elevated c-reactive protein level of 183 mg/l (normal level is between 0 and 5). An abdominal CT scan showed a 6 cm hyperdense lesion near the liver dome, which was consistent with a hematoma, the patient was treated with antibiotics for a possibly infected hematoma not amenable to drainage and on the 12th day, the patient was readmitted because of a recrudescence of fever and unsatisfactory decrease in inflammatory markers. During the patient¿s readmission, a report of having dark, tarry stools was made, and as a result, a gastroscopy was performed. The gastroscopy did not reveal any recent signs of bleeding but did show a large defect of at least 3 cm in the anterior wall of the stomach that seemed to be communicating with the peritoneal cavity. An adjacent ulcer with an 8 mm fibrotic base was also noted. A CT scan was then performed, which revealed a sealed perforation of the anterior wall of the stomach near one of the target ablation sites on the left side of the liver.